Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an egg signal via multi function cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.